Event description:
During a left heart catherization, clinicians indicated that they pulled air bubbles from the contrast tubing line, through the manifold and into the syringe. During a follow-up conversation with the account by one of merit's staff clinicians, the account indicated they "might have injected air into a couple of patients but there were no pt clinical issues nor were there any pt complications."